Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation, a failure of the device to power on was observed. The device's power supply was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power supply failing was found to be caused by an open condition to fuse f1 and f2.